Event description:
Boston scientific received information that this atrial lead was exhibiting noise and no sensing due to suspected dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time as the patient is not pacemaker dependent and has been asymptomatic. No other adverse events have been reported. This product issue will be updated if additional information is received.